Event description:
The customer complained of questionable inr results for multiple patients on coagucheck xs meter with serial number (B)(4). Of the data provided, there were discrepant inr results for 1 patient. The result from the meter was 6.6 inr. The result from the laboratory was 4.7 inr using the dade innovin method. The patient's coumadin was withheld. There was no allegation of an adverse event. The patient's therapeutic range was 2.0 - 3.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr , donor 2 inr: 2.6 inr . Donor 1 hct: 49% , donor 2 hct: 44% . Donor 1: retention meter with masterlot strips: 2.1 inr , donor 1: customer meter with customer strips ((B)(6)): 2.1 inr , donor 1: customer meter with customer strips ((B)(6)): 2.0 inr . Donor 2: retention meter with masterlot strips: 2.6 inr , donor 2: customer meter with customer strips ((B)(6)): 2.6 inr , donor 2: customer meter with customer strips ((B)(6)): 2.5 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Relevant retention test strips (lot 294943) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation was unable to find a definitive root cause.